Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore, no additional information was obtained. There was no adverse impact to the customer's blood glucose level.